Event description:
The patient reported that last night, the needle released from their v-go 30 when they rolled over in bed. It was reported that the device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
Device evaluation: six devices were received and evaluated for the needle button released event. All devices were received, and the needle mechanisms functions were tested and verified to have operated as intended. The complaint could not be confirmed for these devices.